Manufacturer narrative:
A zoll tech support representative visited the site and confirmed the reported complaint as a user advisory (ua) 41 message was displayed upon power up. It was also reported that the fault was unable to be reset and the autopulse platform was cracked. The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the following was observed: the top cover, encoder cover, motor cover, battery partition cover and flexible patient restraint assembly were damaged. From the condition of the platform, the damages appear to have been caused by normal wear and tear. Functional testing was performed and the reported complaint was confirmed; the platform displayed a user advisory 41 (patient temperature sensor failure) message upon power up. Further inspection identified the cause to be a defective patient temperature sensor. Following replacement of the sensor, the platform passed functional testing with no further user advisories or warnings exhibited. A review of the archive was performed and multiple ua 41 codes were seen on the reported event date. In addition, multiple ua 12 (lifeband not present) codes were also seen and can be attributed to the lifeband belt clip not being detected in the spool shaft. This was likely caused by the lifeband being improperly removed or attached to the platform by the customer. Based on the investigation, the parts identified for replacement were the patient temperature sensor, top cover, encoder cover, motor cover, battery partition cover and flexible patient restraint assembly. In summary, the reported complaint was confirmed based on functional evaluation as well as archive review and is attributed to a defective patient temperature sensor. Following service, the device passed all test criteria.

Event description:
It was reported that when the autopulse platform was tested at the station with a mannequin, it displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No patient involvement was reported. No further details were provided.